Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. No excessive no delivery alarm noted. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address or serial number label, cracked belt clip slot and cracked case reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 486 mg/dl. Customer made the change and she is still at 328 mg/dl and she boluses and went to a 408 mg/dl and gave herself a manual injection and now down to 303 mg/dl. Customer reported the following symptoms related to their high blood glucose welt sick, not clear headed and nausea. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. The drive support cap appears normal. Run manual prime and fill tubing with current set and insulin exited at the quick release set. Performed displacement test and results were unknown. Troubleshooting was stopped here and she would like the pump replaced. Customer reports alarm did not occur during manual prime. The customer also reported that, the insulin pump had no delivery alarm. Customer reported that, the no delivery alarm was resolved by changing complete infusion and reservoir set. Customer does not have product in question to return. The device will be returned for analysis.